Event description:
The following information was provided: when surgeon engaged boundary to begin cutting, he noticed resection looked more than what was planned. He measured it, and it was in fact resecting more of tibia than planned. He noticed before actually cutting so he stopped. (Tibia cut was almost 11 mm when planned cut was about 8). Case type / application: (B)(4).